Manufacturer narrative:
H4: the lot was manufactured from july 11, 2018 - july 12, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿at least one of the three spikes¿ of a trifurcated fluid transfer tube set detached from the tubing causing a leak. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.